Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed chiller. Per follow up information received via mail on 23mar2026, tech support believes the chiller went out. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they communicate to the fss that the arctic sun device would not fill. No further information at this time, a bd representative will be onsite later to provide further diagnostics. Per wo update on 13feb2026, they called back and stated that the device would not fill and fss will not be coming until later in the month. Per follow up information received via mail on 18mar2026, the circulation pump was installed onsite to repair the filling issue. Now they were having issues passing the calibration #20. Giving error #80. Stuck on 1 minute. Per follow up information received via mail on 23mar2026, tech support believes the chiller went out.